Manufacturer narrative:
(B) (4). Event evaluation: still under investigation.

Event description:
A (B) (6) male patient underwent aaa repair on (B) (6) 2007. The patient received a zenith main body and four zenith iliac legs. The procedure was completed without reported incident. On (B) (6) 2010, device was explanted due to no seal and aneurysm growth around the renals. Patient outcome is unknown as not provided by reporter.